Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number 3006705815-2019-04847. It was reported that the patient was experiencing ineffective stimulation due to lead migration. Surgical intervention may take place at a later date to explant the patient's system.